Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock. It was stated in the report that distal end leakage, as shown on the photo. The event was noted during infusion. An unknown chemo drug was involved in the event. There were no obvious defects noted on the product and no other defects noted. There was patient involvement but no patient harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device is available for evaluation; it has not been received. The investigation is pending.